Event description:
It was reported that at the implant procedure, it was a difficult/tight access on the patient. The lead was successfully placed with good sensing and thresholds. On attempting to close the pocket, the lead body appeared to be kinked, inner coils separated, protruding and not smooth as it was prior to implant. The lead was explanted and a new lead was inserted, based on the physician's judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the distal and proximal conductors were kinked/buckled. The inner and outer insulation was cut. The distal electrode was covered in blood. The distal and proximal conductors had blood on them (not obstructed). Visual analysis noted that the lead was damaged at implant.